Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, the image was much darker than usual. In particular, when observing a specific part (details unknown), it became quite dark and could not be seen. The issue occurred during an unspecified surgery. The surgery was completed without replacing any equipment. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: battery depletion and rear dvi output connector damaged. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a temporary problem of the printed circuit board dimming control operation. Olympus will continue to monitor field performance for this device.